Manufacturer narrative:
The event date is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02558. It was reported the patient experienced ineffective stim due to invalid impedances on the leads. The issue begin following a fall by the patient. As a result, surgical intervention was undertaken where in the leads were explanted and replaced.

Manufacturer narrative:
A patient experienced ineffective therapy due to invalid impedance was reported to abbott. As a result, the patient's leads were explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.